Event description:
It was further reported that there was no in-stent restenosis of the study stent placed in the 1st obtuse marginal.

Event description:
(B)(4) study. It was reported that after a stenting treatment procedure, the patient developed in-stent restenosis. The target lesion #1 was located in proximal right coronary artery (rca) with 70% stenosis and was 15mm long with a reference vessel diameter of 3.5mm. The target lesion #1 was treated with direct stent placement using a 3.50 x 24 mm taxus element stent with 0% residual stenosis. The target lesion #2 was located in first obtuse marginal (om) with 90% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. The target lesion #2 was treated with direct stent placement using a 2.25 x 12 mm taxus element stent with 0% residual stenosis. The subject was discharged in (B)(6) 2011 on aspirin and clopidogrel. In (B)(6) 2012, the subject presented with exertional angina and was hospitalized on the same day. The 90% diffuse in-stent restenosis of the study stent placed in 1st om was treated with the placement of a drug eluting stent with 0% residual stenosis. The subject was discharged four days post procedure.

Manufacturer narrative:
Date of birth: 1954. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).